Event description:
It was reported an issue with novosyn chd suture. The customer reported that during a laparoscopy, the needle broke during suturing of subcutaneous tissue. 3/4 of the needle was left in the subcutaneous tissue, completely invisible to the operating team. There was a need for medical intervention and surgery prolongation, but there was no patient injury. Additional information has not been provided.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 open sample (used) and 6 unopened pouches. The used sample sent back shows that the needle has been hold in the channel end (near the attachment with the thread). On pictures, we can easily see slide marks due to a needle holder on this area. The instructions for use specify that the needles must not be held in this area. (See below an extract of the instructions for use of the product): grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. On the closed samples received we have checked the tips, edges and geometry of the needles and are within the specification. We have tested the needle bending strength of the needles received and the results are 12.194, 12.489, 12.171, 12.265, 12.383 and 12.310 nxcm in minimum and fulfill the needle specifications of 10.8 nxcm in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b. Braun surgical requirements. Needle bending strength results of needles tested of the raw material batches used in this product during production were 12.672 and 12.821 nxcm and fulfilled the specification (>10.8 nxcm). Conclusion root cause analysis: the root cause is a wrong positioning of the needle holder/surgical instrument when grasping the needle. The needle holder was too close to the attachment area. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.